Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), one gripper could not be lowered. The device was not used. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
Evaluation summary: all available information was investigated, and the reported griper actuation issue was confirmed via return device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported for difficult to open or close from this lot. All available information was investigated and a definitive cause for the reported difficult to open or close (gripper actuation issue) could not be determined in this case. There is no indication of a product quality issue with respect to manufacture, design, or labeling.